Event description:
The manufacturer previously noted an allegation that a ventilator's fan continued to run and a burning smell was noted. There was no harm or injury reported. The device had not yet been evaluated. The device was returned to the manufacturer's product investigation laboratory (pil) for investigation. The pil technician was unable to confirm any evidence of a thermal event. During post testing of the device, failed test steps for control pressure and monitor pressure, positive and negative flow test steps failed. The mt3 sensor on the sensor board drifted and the u29 airflow sensor on the oxygen blending module board also drifted, both due to contamination causing the test step failures. Additional test failures for the clock settings and internal battery build date were noted and expected due to the device awaiting evaluation. The device was disassembled, and no thermal issues were observed, and no pinched or blocked tubing was evident. The power supply connector was not firmly connected to the board. The device was returned to the customer unrepaired.